Event description:
The rptr did meter to lab comparison tests. Rptr tested on meter at home and had a reading of 93 mg/dl. Thirty minutes later at the lab, a test was done with a result of 119 mg/dl. Rptr did not have any symptoms. The rptr checks test strip confirmation dot for enough blood when testing. No harm was alleged.